Manufacturer narrative:
Argus case (B)(4).

Event description:
My friend drank not all of it about 2 ounces of polident 3 minute variant (accidental device ingestion). Case description: this case was reported by a consumer and described the occurrence of accidental device ingestion in a patient who received denture cleanser (polident 3 minute) tablet (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started polident 3 minute. On an unknown date, an unknown time after starting polident 3 minute, the patient experienced accidental device ingestion (serious criteria gsk medically significant). On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident 3 minute. Additional details, adverse event information was received via call on 21 august 2019. The consumer reported that "my friend drank not all of it about 2 ounces of polident 3 minute variant".